Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf and the patient experienced heart block that required medication and hospitalization. During a parahisian pvc procedure, a bundle branch 2nd degree heart block was noticed. They were far away from the bundle branch they were looking at, but the patient still went into heart block. The patient recovered but their qrs still showed some bundle branch block at the end. The patient did not fully recover and left with a bundle branch morphology. Upon the 2nd ablation, the patient¿s morphology changed and the heart block was noticed when the qrs changed. The injury was confirmed with the 12 lead and the change of the patients normal qrs sinus rhythm. The patient was given isoproterenol to see if that would help recover their normal rhythm and the patient was seated back up. The patients heart rhythm was at 1680-1800 milliseconds per heartbeat according to the carto 3 system. The patient was not given a temporary pacemaker. It was reported that they might have a pacemaker inserted the next day based on what the physician sees and if the patient has fully recovered. The heart block persisted 3-5 minutes until they added isoproterenol and added a cs catheter to make sure atrioventricular (av) conduction was happening. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf and the patient experienced heart block that required medication and hospitalization. During a parahisian pvc procedure, a bundle branch 2nd degree heart block was noticed. They were far away from the bundle branch they were looking at, but the patient still went into heart block. The patient recovered but their qrs still showed some bundle branch block at the end. The patient did not fully recover and left with a bundle branch morphology. Upon the 2nd ablation, the patient¿s morphology changed and the heart block was noticed when the qrs changed. The injury was confirmed with the 12 lead and the change of the patients normal qrs sinus rhythm. The patient was given isoproterenol to see if that would help recover their normal rhythm and the patient was seated back up. The patients heart rhythm was at 1680-1800 milliseconds per heartbeat according to the carto 3 system. The patient was not given a temporary pacemaker. It was reported that they might have a pacemaker inserted the next day based on what the physician sees and if the patient has fully recovered. The heart block persisted 3-5 minutes until they added isoproterenol and added a cs catheter to make sure atrioventricular (av) conduction was happening. The physician's opinion on the cause of the adverse event was patient condition. It was reported that the patient came in very, very sick and already had a conduction issue but it was unknown what caused the injury. A reprocessed soundstar catheter, an optrell catheter, an thermocool smarttouch sf (stsf) catheter and a webster cs catheter were used during the procedure. The stsf catheter was ablating at 20 watts when the injury occurred. The ablation catheter was in the body when the injury occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 14-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).